Event description:
The device was returned for repair due to an allegation the cord malfunctioned and was subsequently damaged. Upon repair evaluation, it was discovered that there was an exposed prong still attached to the power cord which is an accessory to the humidifier device. There was no reported pt harm. An investigation was performed and it was determined that the molded female connector that connects the power cord to the unit had shown separation. Testing was performed on a representative sample and has indicated that the design of the power cord meets the specifications and the applicable standards for the power cord.